Manufacturer narrative:
Investigation: per the customer, at the beginning of the procedure, after the patient was configured, the operator selected the custom prime option, and then selected to include the blood warmer volume in the extracorporeal volume (approximately 40ml). Upon confirmation of the selections, the machine suggested custom prime, and the customer selected 'yes'. When the custom prime screen should have appeared, the machine instead went to the pre-run screen. The run data file was analyzed for this event. Run data file review indicated the following: "the custom prime recommendation was configured at 15% tbv." Patient information was entered: female, 124cm, 18kg, 1,440tbv,32% hct. Given these parameters, the tbv in the tubing set during prime was 13% and custom prime was not recommended" setup progressed through clearing the saline drip and the first patient connection screen (directing the operator to prime the inlet and return lines), to the spike replacement fluid screen. At this point custom prime was turned on using the run/options tab. A blood warmer was also selected with a 40ml tubing set which changed the tbv calculation to 16%.the system displayed a screen directing the operator to consider performing a custom prime. The customer selected "yes" and the system reverted back to the spike replacement fluid screen which was continued through. The machine was power-cycled and, following boot up, progressed to the patient connection screen where "start run" was selected. The custom prime calculations were performed correctly with both adjustments (enabling custom prime and adding the blood warmer) causing the recommendation to be in effect. However,these adjustments were selected once the customer had progressed into the patient connection sequence. At this point, in order to display the custom prime screen, the operator would have had to select the go-back button. This could have been selected from the spike replacement fluid screen or from either patient connection screen before touching "start run." The system operated as designed as custom prime is in place as a recommendation and not a requirement so that the operator can opt out of this step if desired. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: although the system operated as design, the software caused the system to divert to the pre-run screen rather than the custom prime screen. An internal issue tracker was initiated to evaluate the reported condition.

Event description:
The customer reported that he decided to perform a custom blood prime of the machine in order to keep the patient hemodynamically stable, prior to a therapeutic plasma exchange procedure. The operator also selected to include a blood warmer. After the operator made the a selection on the screen for a custom prime, the machine then instead displayed the pre-run screen. The operator was knowledgeable enough about the procedure to perform a custom prime without the prompts from the machine. The patient identifier and age are not available at this time. This report is being filed because the customer may have filed with their local authorities.

Event description:
The customer was unwilling to provide the patient identifier.